Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was at early elective replacement indicator (eri) du e to battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 5071-35 lead, implanted: (B)(6) 2012